Event description:
It was reported that, during a breast biopsy, green cable error codes displayed intermittently. No consequence to the pt.

Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to reports of green cable error codes. The analysis results found that the holster displays l3-017 green cable error code during sample mode of functional test after 6 cable twists because the green cable is binding.